Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of cautery issues. Failure analysis found the primary failure of the broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. The size of missing piece is approximately .044¿ x .145¿. The root cause of broken instrument bipolar yaw pulley is typically attributed to the mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a mechanical indentation on the yaw pulley. The root cause of this failure is attributed to mishandling. Device log review for the long bipolar grasper (part# 470400-09 / lot/serial# n10181024-0010) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6) 2022 via system serial# (B)(4) for a pulmonary lobectomy procedure. There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cautery function of the long bipolar grasper instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.